Event description:
It was informed that the ptfe pad of the subject device was separated in a few minutes during a laparoscopic assisted total gastrectomy. The doctor completed the procedure with another device. There was no pt injury regarding this report.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for investigation. The investigation confirmed that the ptfe pad of the subject device was worn away, and separated. As the result of checking the mfg record of the same lot, there were nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the ptfe pad was worn away and separated, because the doctor activated output in seal and cut mode without grasping anything. This report is being submitted as a medical device report in an abundance of caution.